Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was further reported that the disconnected remote monitor may have impacted battery depletion of the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076x2, implantable pacing lead, (B)(6) 2003; 6947, implantable tachy lead, (B)(6) 2009; 4196, implantable pacing lead, (B)(6) 2009. (B)(4).